Event description:
The customer reported "interruptions in spo² measurement". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was found to audibly and visually alarm. A loose solder joint at the u15 component was found, which caused the device to display a plethysmographic waveform with a "sensor off patient" error message during functionality testing and an "mmxbi board failure" error message to appear in the log files. E1: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact .

Event description:
The customer reported "interruptions in spo² measurement". There was no patient impact or consequence reported.